Event description:
It was reported that the speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal branch. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed was set to 180,000 rpm however, the speed reached to 240,000 rpm. The device was removed using normal method without any problem. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection revealed that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the corroded turbine interfered with the device's ability to rotate during analysis leading to a device stall. Additionally, the shutter was damaged which could lead to fiberoptic interference. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device stalled and would not run.

Event description:
It was reported that the speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal branch. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed was set to 180,000 rpm however, the speed reached to 240,000 rpm. The device was removed using normal method without any problem. The procedure was completed with another of same device. No patient complications were reported.